Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 with vasoshield was not sealing the branches completely and there was bleeding. The same advice was used to complete the procedure. The excessive bleeding required placement of a drain, which was inserted before the end of the case. The hospital could not provide the amount of blood loss and if the patient required the amount of blood loss and if the patient required a transfusion. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).